Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined that the comb was damaged and the cutters failed testing due to an incomplete cut. The comb was replaced and resolved the reported issue. The cutters cannot be repaired and were returned to the account as is. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that device was damaged and may have impacted the blades. No harm or delay were reported along with the event. Upon evaluation it was discovered that the comb of the device was damaged. No other adverse events were reported as a result of this malfunction.